Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was noted that the patient was given 1 gram of antibiotics prior to the procedure as this is standard care at this hospital for these procedures. Vessel morphology was not reported as this was an emergent case for treatment of a pre-operatively ruptured > 9 cm diameter aaa. It was reported that the patient was not doing well due to the ruptured aneurysm before the stent grafts were implanted. The bifurcated stent graft was successfully implanted, but it was difficult to cannulate the gate due to the tortuous anatomy. The physician did not want to spend time trying to continue to cannulate the gate as the patient's blood pressure was dropping due to the ruptured aneurysm and decided to implant a talent converter on the ipsilateral side which was the right side. The ipsilateral side was extended with an iliac extension. An occluder was selected and it was noted that the expiration date was exceeded prior to implant and the physician was notified. The physician decided to go ahead and implant the occluder and stated this was a life saving measure. The occluder was deployed without complications. A fem-fem bypass was performed. It was reported that the patient expired the following day from compartment syndrome due to the large amount of blood from the ruptured aneurysm in the abdomen.

Manufacturer narrative:
Results: inherent risk of procedure (death). Patient's condition affected effectiveness of device (pre-existing condition; tortuous anatomy). Unapproved use of device (pre-operative rupture). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; tortuous anatomy). User error contributed to event (pre-operative rupture).